Manufacturer narrative:
There was no donor involved in the incident. The distribution board has yet to be returned to haemonetics, without physical sample provided for evaluation the root cause could not be determined.

Event description:
On november 18, 2020, haemonetics was notified of an overheating centrifuge distribution board on a pcs®2 plasma collection system.